Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the right ventricular (rv) lead was not confirmed. Lead resistances measured normal. Moreover, the lead passed all tests.

Event description:
Additional information indicated that the right ventricular (rv) lead was dislodged. No additional adverse patient effects were reported. Received and reviewed detailed analysis which indicated that the allegation against the right ventricular (rv) lead was not confirmed. Further, the lead passed all tests. No change on MDR decision. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds. This rv lead was then explanted and the patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the right ventricular (rv) lead was not confirmed. Lead resistances measured normal. Moreover, the lead passed all tests.

Event description:
Received and reviewed detailed analysis which indicated that the allegation against the right ventricular (rv) lead was not confirmed. Further, the lead passed all tests. No change on MDR decision. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds. This rv lead was then explanted and the patient was given antibiotics. No additional adverse patient effects were reported.